Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, levels t11-l3. It was reported that the surgeon used the guidance system to place screws at t11, t12, l2, and l3. After placing the screws, an x-ray image revealed that the following screws were positioned laterally by 2-3 centimeters (cm) from the planned trajectory: left screws at t11 and t1 and left and right screws at l2 and l3. The surgeon brought the arm back and returned it to the previously planned trajectory, which appeared correct. However, when attempting to navigate the screw placement using a screwdriver with a navigation instrument, it was confirmed that the screws were laterally placed, matching the x-ray findings. Although the arm's trajectory showed accuracy, the navigation with the instrument was lateral and inaccurate. The surgeon then redirected the screws using the guidance system's navigation and the trajectory improved. There was no impact to patient's outcome and surgical delay was reported as less than one-hour. After the surgery, the representative performed an advanced accuracy test, which passed, along with stress tests, which also passed. However, the shoulder calibration was found to be out of parameters. The representative recalibrated the shoulder, and the system was used for an additional case without any issues. It was noted post-operative images were not taken.

Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: product ID: unk_mazorx_shlder, software data was returned and is pending analysis. Codes b21, c21, and d16 are applicable. Multiple annex a codes were applied to capture this event. A0908 captures the lateral screw inaccuracy while a08 captures the shoulder calibration being out of parameters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) software data was received for analysis. It was concluded that the probable cause of the reported deviations was attributed to an off-label usage of the schanz platform and unstable anatomy. Codes b01, c13, and d11 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.